Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. . A supplemental report will be submitted when the investigation is completed.

Event description:
During use, autopulse operated for about 4 minutes and then indicated change the battery. On the screen, the battery indicated that it was full. The battery was changed and the autopulse restarted. It operated for about 2 minutes and then showed change battery. The second battery also indicated it was full on the screen. Customer indicated that they followed the battery maintenance program requirements. No adverse event reported.